Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that no specific event occurred. Patient complained of pain. X-rays were taken and displayed femoral stem loosening.

Manufacturer narrative:
An event regarding stem loosening involving an omnifit eon 127 was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and device were received. No further investigation for this event is possible at this time.

Event description:
It was reported that no specific event occurred. Patient complained of pain. X-rays were taken and displayed femoral stem loosening.